Event description:
It was reported that the plunger of the syringe was difficult to pull back.

Manufacturer narrative:
It was reported that the plunger of the syringe was difficult to pull back. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problems/issues. A sample was returned for evaluation. Functional testing was performed by pulling the plunger of the returned sample back and comparing use to the same device from a different lot pulled from stock. The plunger of the returned sample was confirmed to be difficult to pull back when compared to the stock sample. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.